Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that while calibrating the imaging system; the rotor stopped spinning and the gantry door would not open. There was no patient present when this issue was identified. On site investigation was performed and the field engineer discovered that the source led cable got caught in the rotor roller causing the roller to jump off track, the dingus was bent, cable connector on j25 was broken, and the door switch was broken. Replacement of all aforementioned parts resolved the issue. No further issues were reported. The replaced door switch was discarded by the site and will not be returned to manufacturer for analysis. Analysis of the returned dingus (x2), motion control rotor and door switch confirmed the physical/mechanical failure on all these parts as they all failed during testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while calibrating the imaging system; the rotor stopped spinning and the gantry door would not open. There was no patient present when this issue was identified.